Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant glucose (glu) result was obtained on a patient sample on the dimension vista 1500 instrument. Siemens remotely determined that quality controls (qcs) have been recovering within expected ranges. A siemens customer service engineer (cse) was at the customer's site and the cse: replaced and aligned sample probe 1 (s1); cleaned the s1 and reagent 1 (r1) drains and r1 probe; verified the probe cleaner at the drains and ran service method tests (smts), system check, and quick check, which passed. Then, the cse ran 30 glu tests on a patient sample and qcs; the qcs and precision on the glu tests recovered acceptably. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.